Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, and the right ventricular (rv) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.